Event description:
It was reported that the patient had a loss of stimulation on one side. The impedance was checked and the right side electrodes were out of range, with a value >10000. The extensions and battery connections were checked and/or changed to rule out. The lead was replaced. It was also reported that the patient had multiple revisions over time before the lead was replaced. The lead was going to be returned to manufacturer for analysis. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2003-(B)(6), product type extension, product ID 748925, serial# (B)(4), implanted: 2003-(B)(6), product type extension, product ID 3998, lot# lb7611, implanted: 2003-(B)(6), explanted: 2012-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
Analysis of the lead (model 3998) revealed the conductor body was broken and the anchor site was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.